Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to have no physical damage. Error code 41541 was revealed in the event history log. Functional testing was able to duplicate the issue. It was determined that the lock sensor was the root cause. Service history review had no indication that the complaint was related to a service of the device within the review period. The lock sensor was replaced.

Event description:
It was reported that the device exhibited an error code: faulty mainboard. The event occurred during software upgrade, there was no patient involvement.